Manufacturer narrative:
To date, information suggest that this medical device remains in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory (B)(6) 2007 population product advisory was initially communicated on (B)(6) 2007, did reach a battery status of end of life (eol) with a charge time measurement of 28.7 seconds and a monitoring voltage measurement of 2.66 volts. The boston scientific technical services consultant recommended replacing the device. The main concern being the extended charge time if the patient were to need shock therapy. The local area sales representative indicated that the device would be scheduled for change out. There were no reported adverse patient effects.